Event description:
It was reported that the ventilator had an error code blower temperature high. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service provider (sp) inspected the device. The sp replaced the blower to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A blower motor was returned for analysis. Visual inspection was performed and there were no obvious dust or debris on the unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating, no signs of wear on the connector or cabling, and the blower spins freely. An investigation was performed, and no fault was found.